Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber confirmed it was broken in two pieces; it was also identified the fiber connector was detached without any damage. The microscopic analysis confirmed the fiber tip was in good condition. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break thus leading to what the customer experienced with no laser energy exiting the fiber. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, after the fiber was connected, there was no laser beam observed. The procedure was completed using another device. The returned device was analyzed, and it was confirmed the fiber was broken in two pieces. There were no patient complications.